Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing fell off the bd nexiva¿ closed IV catheter system IV hub after retracting the needle from the patient. The following information was provided by the initial reporter: "placed 18 g bd nexiva closed IV catheter in patient. When retractng the needle the tubing fell off the IV hub."

Event description:
It was reported that the tubing fell off the bd nexiva¿ closed IV catheter system IV hub after retracting the needle from the patient. The following information was provided by the initial reporter: "placed 18 g bd nexiva closed IV catheter in patient. When retractng the needle the tubing fell off the IV hub."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Upon inspection of the photo, it was identified that the extension tubing has separated from the winged adapter. Separation of this component may occur due to a low pull force or insufficient adhesive. In the photo the defect of low force seems unlikely as no evidence of a stretched extension tubing was observed. When assessing adhesive presence in the defect like this, typically some residue can be observed on the outside of the extension tubing upon separation of an adhered component. Additionally, if the tubing was separated prior to solidification of the adhesive, it would likely result in a visible portion at the end of the extension tubing as the adhesive would result in a different surface texture. As none of these were evident from the photo, it is confirmed that the defect was most likely due to insufficient adhesive. Operators perform pull force and visual inspection to test for adhesive per the sampling plan. Additionally, station setup and inspection for adhesive clogging is performed per the quality plan. Lastly preventative maintenance is performed periodically to ensure proper functioning of the equipment. The preventative maintenance records were received and verified as up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.